Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced excessive low blood glucose, with blood glucose of 53 mg/dl at the time of the incident. The customer had the lows using different sets and reservoirs. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed with the hcp prior to the call. The insulin pump will be returned for analysis.